Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.22 on a pt. Sample collection: (B)(6) 2011 13:56 sample a collection, (B)(6) 2011 15:25 sample b collection. I-stat. Centaur (lab) (B)(6) 2011 01:55 0.047 ng/ml. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).